Event description:
Customer reported the unit of measure setting of their unlocked freestyle flash meter changed from mmol/l to mg/dl. Additionally, they also reported seeing an error message. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.